Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 433 mg/dl and was treated with manual injection. Customer reported that display returned but time and date had to be reprogrammed. Customer states that insulin pump was not dropped or bumped. After troubleshooting, customer was advised to monitor insulin pump and that battery cap would be replaced.